Event description:
A nurse reported to baxter that the spike of a transfer set separated from the membrane port, after they connected it with the twin bag. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and no root cause could be determined. One use set with no cap on the spike and no cap on the patient connector was received for evaluation. Functionally, the set was hand tightened with a lab (japanese) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. The set was attached to port of bag with no issues noted. A visual inspection was performed with no manufacturing abnormalities noted.